Manufacturer narrative:
H6: changed investigation conclusion code from 22 to 50.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, aneurysm enlargement.¿ per IFU, patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A 23mm x 12 cm contralateral leg component was implanted distally on the right side, and a 23mm x 10 cm contralateral leg component was implanted distally on the left side. On an unknown date, a follow-up examination reportedly showed distal aneurysmal disease progression and enlargement of both common iliac arteries. On (B)(6) 2021, a reintervention procedure was performed whereby the right hypogastric artery was coil embolized, and an additional contralateral limb was placed to extend the existing stent graft system into the right external iliac artery. The patient tolerated the procedure. It was reported that the left side will be treated at a later date.